Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported the catheters allegedly failed to align during in attempt to create an arteriovenous fistula (avf) in the ulnar vein and artery. It was further reported that the health care provider switched to a radial fistula and a successful fistula was created in the radial side. There was no reported patient injury.

Manufacturer narrative:
H10: the original reported g4 date of 04/03/2019 on the initial MDR was inaccurately reported. The date should have been reported as 03/28/2019 which was identified on 02/28/2020 during a quality audit review of closed files. The manufacturing review, investigation summary, and the labeling review remain unchanged. Manufacturing review: manufacturing records were reviewed (DHR, mrrs, scrap and manufacturing process changes) and there were no found evidence that the failure mode reported in this complaint is caused by the manufacturing process. Investigation results: an image review was performed and the following findings were reported. There is a color ultrasound image of blood flow with aliasing suggesting an av fistula. Hematoma is seen in the upper right hand side of the image that could also be seen with a thrombosed pseudoaneurysm. Upon review of magnets in the proximal venous catheter on the returned sample and testing of samples from the same lot, the potential root cause may be associated to the decrease in flux density of magnet post production. The investigation is confirmed due to the fact that a decrease in flux density is potentially related to this device failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the catheters allegedly failed to align during an attempt to create an arteriovenous fistula (avf) in the ulnar vein and artery. It was further reported that the health care provider switched to a radial fistula and a successful fistula was created in the radial side. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: manufacturing records were reviewed (DHR, mrrs, scrap and manufacturing process changes) and there were no found evidence that the failure mode reported in this complaint is caused by the manufacturing process. Investigation results: an image review was performed and the following findings were reported. There is a color ultrasound image of blood flow with aliasing suggesting an av fistula. Hematoma is seen in the upper right hand side of the image that could also be seen with a thrombosed pseudoaneurysm. Upon review of magnets in the proximal venous catheter on the returned sample and testing of samples from the same lot, the potential root cause may be associated to the decrease in flux density of magnet post production. The investigation is confirmed due to the fact that a decrease in flux density is potentially related to this device failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported the catheters allegedly failed to align during an attempt to create an arteriovenous fistula (avf) in the ulnar vein and artery. It was further reported that the health care provider switched to a radial fistula and a successful fistula was created in the radial side. There was no reported patient injury.